Manufacturer narrative:
(B)(6)

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication the product caused or contributed to and adverse event. The device was returned to the manufacturer and investigated on 22-dec-2017. On investigation the pump powered on with a line through the display screen. Investigation duplicated the complaint.